Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety syringe. The customer reports that an im injection was given. Upon removal, the customer was unable to push the sheath over the entire length of the needle. The plastic sheath became stuck and the customer was unable to advance it forward or back to the start position. No pt injury or ill effect and no medical intervention required.

Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. There was one sample received for evaluation. Sample analysis was conducted; visual examination of the sample did not indicate that there were any visual issues. The sample was then further examined and the safety shield was retracted back until it snapped into its original position; keeping one finger over the safety shield during this exercise, the safety shield was then locked into place by extending it forward fully until a click was heard. The safety shield was then locked by twisting the shield until the positive stop was felt and hearing the audible click. The device operated as intended. Since the exact root cause could not be determined, corrective action could not be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.